Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 78.7cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, during preparation the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, during preparation the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.